Event description:
Reported as a port leak. Follow up findings from the doctor reveals: "we were doing adjustments and the band was holding the fluid. The pt was initially scheduled for a port revision, but the doctor thinks now that the band itself was leaking. He plans on removing the whole lap-band system, but this surgery is not scheduled yet."

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis once it is removed. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."